Manufacturer narrative:
On (B)(6) 2021 infutronix confirmed with the distributor that the affected device was never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
On (B)(6) 2021 a distributor of infutronix reported an issue on behalf of an end user: "a patient experienced the admin set tubing was leaking while receiving their therapy at home." Device operator was a pharmacist. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) co. Ltd.